Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that the insulin pump alarmed bolus stopped and drive motor anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin pump also had diminished battery life, louder during rewind and grinding noises during rewind. The insulin pump will not be returned for analysis.